Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report repeated recoverable errors on arm2. System logs confirmed repeated errors reported by arm2, indicating the universal surgical manipulator (usm) pitch axis encoder failure. Customer disabled the arm and completed power up. The customer indicated that four arms are needed for the procedure and that they will use the xi system instead. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) and the reported error 23138 was confirmed in lighthouse and replicated intermittently in fa. Upon visual inspection, no issues were found that would be related to the reported event. Tested the usm on the patient side cart fixture test platform (pftp) and failed after the verify encoder cal pre-sine test. The test triggered error 23138 pointing to the pitch. The pitch chip encoder virtual absolute (cva) printed circuit assembly (pca), disk, and flat flex cable (ffc) had no physical damage nor contaminations. Retested the unit and passed all the tests. The encoder cal test data showed an error on the outer pitch motor halls. Based on these findings, fa identifies that the pitch motor stator to be the potential root cause of the reported event. Additional finding: confirmed in lighthouse error 32098 with node ac_2c pointing to the axes controller, arm (aca).

Event description:
Refer to h11 for follow-up information.